Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak when removing the cassette from the cycler at the end of pd treatment. The patient's contact reported receiving drain complications alarm during drain 1 and the patient is unable to drain at all. The contact indicated the draining issues have occurred three days in a row after the cycler had unexpectedly powered down for unknown reasons. It is unknown at which point in therapy the leak began. The source of the leak was not identified. The patient's contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was attempted with continuous ambulatory peritoneal dialysis (capd), however, it was unsuccessful. The patient has received a new cycler, but they have not used it because they are completing treatments at their clinic. It is unknown if the reported cycler has been returned. Upon follow up with the pdrn, it was reported that the patient has been experiencing drain complications due to a build up of fibrin in their pd catheter (not an fmc product) caused by persisting peritonitis (reference MFR#s: 2937457-2021-01804, 8030665-2021-01390).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak when removing the cassette from the cycler at the end of pd treatment. The patient's contact reported receiving drain complications alarm during drain 1 and the patient is unable to drain at all. The contact indicated the draining issues have occurred three days in a row after the cycler had unexpectedly powered down for unknown reasons. It is unknown at which point in therapy the leak began. The source of the leak was not identified. The patient's contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was attempted with continuous ambulatory peritoneal dialysis (capd), however, it was unsuccessful. The patient has received a new cycler, but they have not used it because they are completing treatments at their clinic. It is unknown if the reported cycler has been returned. Upon follow up with the pdrn, it was reported that the patient has been experiencing drain complications due to a build up of fibrin in their pd catheter (not an fmc product) caused by persisting peritonitis (reference MFR#s: 2937457-2021-01804, 8030665-2021-01390).